Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. Customer changed supplies to address the occlusion alarms. Customer¿s blood glucose level was 340 mg/dl.